Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was replaced, the software was reloaded, and the fluoroscopy pedal plug was re-fitted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up. No pt injury was reported.